Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as red and sore by the front where clasp sits as patient states the garment is too tight causing redness and sores. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a medication silver sulfadiazine for skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.